Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was a frayed or broken cable which was visible near the pulley system by the 8mm force bipolar instrument tip. There was non-intuitive motion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire near the force amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were not exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.